Manufacturer narrative:
The insulin pump was received with corroded battery cap and cracked battery tube threads noted. No unresponsive buttons noted. All of the buttons functioned properly; however, unit had corroded keypad traces. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, peeling and damaged address serial label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the up and down arrow buttons on the insulin pump were not working properly. The battery cap was corroded and worn out. The battery cap did not hold the battery in the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.